Event description:
During a left atrial appendage (laa) implant procedure, a nrg transseptal needle (baylis medical company inc.) Was used to complete the initial transseptal puncture of an aneurysmal septum. Following successful transseptal puncture, the physician proceeded with the laa implant procedure with a watchman implant device (boston scientific corporation). Due to challenging anatomy of the laa, the watchman device was unable to be implanted and the procedure was eventually aborted with the patient in stable condition. Overnight, the patient's condition was reported to worsen. The patient was taken to the operating room where perforation to the descending aorta was noted and repaired. Additional information was requested from boston scientific, and it was reported that the patient expired on (B)(6) 2022. The physician indicated that the patient had an aortic dissection from the aortic arch to the diaphragm and although un-aware of the origin, the cause was not believed to be related to the transseptal or watchman implant procedure. There is no evidence that reasonably suggests a baylis medical device caused or contributed to the reported complications. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Manufacturer narrative:
There is no evidence that reasonably suggests a baylis medical device caused or contributed to the reported complications. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.